Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2019, one loose screw was removed in a revision surgery on (B)(6) 2019. All hardware currently remains implanted except for the one screw that was removed, which was not returned for evaluation. The specific part and lot information of the reported screw was not provided, so no device history records were able to reviewed. Instead, all non-conformance's for the possible screws were reviewed and no non-conformance's were identified that could have contributed to what was reported. Although a number of factors could have contributed to the removal of the loose screw, the most likely cause cannot be determined based on the available information. However, it is possible the screw was not completely locked during initial placement and/or post-operative activity of the patient could have led to the eventual loosening of the screw and its removal. The patient has also sought a second opinion for the 1st and 3rd toes touching, however the cause is undetermined since multiple procedures were performed at the same time as the lapiplasty (hammertoe and repair of torn "metatarsal plate") including the patient reported currently having a hammertoe condition in his 3rd toe as well. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, one loose screw was removed in a revision surgery on (B)(6) 2019. The patient has also sought a second opinion for the 1st and 3rd toes touching, however the cause is undetermined since multiple procedures were performed at the same time as the lapiplasty (hammertoe and repair of torn "metatarsal plate") including the patient reported currently having a hammertoe condition in his 3rd toe as well. There was no other report of patient impact or injury as a result of this event.